Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 440 mg/dl at the time of incident. The customer¿s high blood glucose level was treated with insulin pump. Customer assisted with the troubleshooting. The customer was wearing the insulin pump within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer also reported that the insulin pump had no delivery alarm. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.